Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after use the rubber stopper remained in tube with a bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes. The following information was provided by the initial reporter: she reported that when the nurses tried pulling the rubber stopper out of the tube, they were having a difficult time doing so.